Event description:
Additional information was received from the patient's neurologist indicating the patient had a congenital progressive central nervous system(cns) disorder that lead to the patient's death. This disorder is not related to the vns device as per the physician. The patient's death was expected and a "do not resuscitate(dnr)" order had been completed. The patient was receiving vns therapy at the time of her death however the physician indicated that the therapy had not made a difference in the patient's seizure control. The vns was not explanted following the patient's death and the funeral home indicated that it is believed to have been buried with the patient. No autopsy was performed. The patient averaged about 40 secondary generalized seizures and over 200 complex partial seizures per month. There was no history of any cardiac or respiratory problems. The patient was noted as being complaint with all aeds at the time of death.

Event description:
It was reported by the physician that the vns patient had passed away. No information was provided regarding the cause of death or relationship to the vns device. An obituary found online indicated that the patient passed away in her home. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: initial report inadvertently did not indicate "30-day."

Event description:
Additional information was received indicating that the death is not believed to be related to vns. The patient reportedly had a pre-existing condition that resulted in systemic organ failure. The death was reportedly expected and not related to the vns or the patient's seizures. Attempts for more details and further information have been unsuccessful to date. Attempts for a copy of the death certificate were unsuccessful.